Manufacturer narrative:
Hotline assisted the customer to troubleshoot the system by flushing the cc sample probe, but the drip persisted and a field service engineer (fse) was dispatched. The fse inspected the instrument and found a clot in the waste valve. The fse cleaned the waste valve and re-installed the valve. The customer performed qc and the system was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that controls were low and suppressed for cartridge chemistries (cc) on unicel dxc 800 pro synchron clinical systems. Hotline asked customer to do visual inspection of top end of the instrument and there was a puddle under the cc sample probe. No injury was reported on this issue.